Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging and the ipg migrated that was confirmed via x-ray. The patient underwent a revision procedure wherein the ipg was revised and remains implanted. The patient was doing well postoperatively.